Event description:
It was reported that the pt had a big hemorrhage and a "clot" was fixed around the cuff. The pt was pronounced dead, on 11/21/1999. Limited info available. The involved device is reportedly available for return but has not been received as of the date of this report.